Manufacturer narrative:
Initial.

Event description:
It was reported that insulin was leaking at the base of the pump, with insulin odor detected and the cartridge compartment found wet after removal; the user reported multiple leaking pre-filled fiasp pumpcart cartridges from the same box, consistent with a device leak/splash associated with the reservoir component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user or third party. Investigation of this case revealed leakage consistent with a seal issue in the reservoir, aligning with a device leak/splash problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.